Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Two reciproc blue files r25 8/100 25mm 025 were returned (one file in loose + one unused file). The file in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1749223, #1735665, #1750186, #1749605, #1749607, #1753664, #1754571 and #1755144). The unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Outcome of the event is unknown as of this MDR. Further treatment pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.